Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (j&j paper tape 1in x 10yd can 381370048817, 8137004881caa, 8137004881caa, lot/ctrl # 2062ca). Device is not distributed in the united states, but is similar to device marketed in the USA (j&j ppr tape hurt free/dermicare hypoall USA 381370048817, 8137004881usa, 8137004881usa). D4: UDI#: (B)(4). Upc: 381370048817. Lot number: 2062ca. Expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: e1721 also refers to consumer alleged about "removed the tape it, it took all skin with it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she bought j&j paper tape to maintain some gauze in position over blisters underneath her breast. When she removed the tape, it took all her skin with it. It was reported that the consumer used approximately 5 to 6 inches total of the tape only one time. The symptoms have stayed the same after the patient stopped using the product. The consumer visited health care professional (hcp) for the treatment. A nurse came and the consumer applied prescribed anti-bacterial fucidin cream 2% to treat the wound.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not for diagnosis. H2, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 25, 2022. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for this follow-up 01 medwatch, an additional follow-up medwatch will be filed as appropriate.